Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-13339. It was reported the patient underwent scs system explant on (B)(6) 2018 due to ineffective therapy.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13339. Additional information provided the patient¿s weight.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13339.